Manufacturer narrative:
The reported issue is under investigation and a supplemental report will be submitted once additional information has been received.

Event description:
Siemens third party service provider deltamed reported that a customer experienced intermittent errors while performing a "subclavian stenosis" procedure on the cios alpha system. After the fluoroscopy function on the unit locked up, the unit had to be restarted. After the lock up the surgeon made a decision to remove the catheter from the subclavian artery and cancel the remainder of the procedure. No harm came to th patient during the incident. The procedure was rescheduled and successfully completed later with no harm to the patient.

Manufacturer narrative:
The investigation of the logfiles, crash dumps and windows event viewer logs showed presence of a software bug in storage of the movie menu routine. During scene storage process in the movie menu, radiation was released and storage of the movie range was aborted. As a result of this process abortion, no storing was possible. Storage requests failed due to the study folder already containing files. These files could not be overwritten to prevent loss of already stored images. A customer safety advisory notice (csan) informing customers about this malfunction was released by siemens. This csan contained information advising users how complete scene storage before initiating next image acquisition. The malfunction was resolved by a software update va10e. This corrective action was reported under c&r report 2240869-05/08/15-0014-c (z-1958-2015).